Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose was high level of 278 mg/dl. The customer's current blood glucose was 397 mg/dl. The customer stated damage to the drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No rewind anomaly noted. Drive support disk was inspected and no anomaly noted. Device had scratched display window.